Event description:
It was reported that prior to implant interrogation, the device showed eri. The eri trigger was reset and the device was reprogrammed to the desired settings. The physician is using this as a bi-ventricle device after av nodal ablation, using the lv lead in the atrial port. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.